Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed from an unspecified location of the homechoice cassette; further described as a ¿black foreign matter found when preparing before opening the pouch¿. This was identified before use. There was no patient injury or medical intervention associated with this event. No additional information is available.